Event description:
Twenty one month old male pt placed in (B)(6), anesthetized. Micro-catheter place in brain blood vessels when bi-plane and computer software malfunctioned rendering the table, computer, and fluoro equipment non-operable. This led to procedure being aborted. Anesthetic reversed but et tube remained in place and arterial sheath had to stay in place because of high bleeding times (heparin caused). Pt remained on table from 1400 - 1530 while fix was attempted without success. Pt had to remain on ventilator through the night to have procedure the next day. Test completed, pt discharged without complications or injury.